Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. Device analysis confirmed that the returned stent was fully expanded and of the correct dimensions for this product code. The exact cause of the complaint reported is therefore unknown.

Event description:
In 2005, it was reported to boston scientific corporation, as part of a wallflex removable study, a wallflex esophageal stent was used. According to the complainant, the first stent the physician attempted to place did not fully deploy. The stent remained attached to the delivery system and came out along with the device deployer. The procedure was successfully completed with another wallflex esophageal stent. The patient's condition was reported as "fine."